Event description:
Boston scientific received information that this right atrial (ra) lead became dislodged after the implant procedure and appeared to have lost its shape (j shape). A revision procedure was performed and the lead was explanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the clinical observation that the lead had lost its j shape was confirmed. It is acceptable for the j shape to open such that the tip and lead body are parallel. The j shape of this lead was not within specification. The tip was in an open curve configuration, approximately 15 degress outside the parallel with respect to the lead body.

Manufacturer narrative:
At this time, this lead has not been returned. If additional information is received, this report will be updated.